Event description:
The patient claimed that the ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. The keypad symbols were worn off. Evaluation revealed that the ok keypad button was intermittently responsive and required excessive force in order to elicit a response. All of the other keypad buttons responded to button presses and were found to spring back and click back normally. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a faded and discolored display screen. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. A new display screen was inserted into the pump and the display screen illuminated to normal contrast.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental report will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.